Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a displayable history check failed on startup alarm and an external error alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test and self-test, no unexpected error alarm noted during testing. However, displayable history crc check failed on startup error alarm was found in alarm history, alarm was due to corrupted history file. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.